Event description:
The CT scanner has two different software components that are incompatible. This results in frequent shutdowns of the equipment and multiple repair calls to manufacturer. Manufacturer response for CT scanner, ge optima 580 big bore (per site reporter): complaint- CT scanner - image work station not working. Service notes- recurring known issue w/suse red hat linux issue and imagewerks db corruption. Ge (B)(4). When we first experienced this issue ge suggested replacing a computer at a cost of $10k. So we replaced it. When problem resurfaced our in-house engineer called and spoke with an in-house ge engineer who said this is a known problem and there is no way to resolve. The computer replacement actually wasn't the right thing to do.